Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm. No patient harm was reported. Patient support continues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial). Due to a lack of insufficient clinical details, no data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
The pump was disposed of and will not be returned.